Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
A user facility report ((B)(4)) was received with the following information: "at 08:14 a.m. The patient underwent a revascularization, endovascular, open or percutaneous, iliac artery, unilateral, initial vessel; with transluminal stent placement(s), includes angioplasty within the same vessel. Using ultrasound guided, perclose technique, right and left common femoral artery, abdominal aortogram, endovascular stent graft repair of aortoiliac disease using a 23 x 12 main body and a 16 x 7 gore limb and two 8 x 5 viabahn. Prior to intervention, complete severe stenosis of the aorta, post-intervention complete resolution with 0% residual stenosis and good flow. At 12:44 the same day patient was brought back into surgery after procedure because of a cold leg with no pulse. The patient returned to the or, groin area was opened and explored. There was perclose suture, which backwalled the common femoral, external iliac artery, which led to a clot formation and restored flow to the patient's foot. The device was not retained at the time of removal." No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effects are a known inherent risks of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that prior to an interventional procedure, suture placement was achieved in the left common femoral (lcfa) with two proglide devices using the preclose technique. The arteriotomy was 7f. The sutures of two proglide devices were successfully placed in preclose technique. The sheath was upsized to 16f and the interventional procedure was completed. The two successfully preplaced sutures achieved hemostasis. The same day, the patient was brought back into surgery because of a cold leg with no pulse. Surgical intervention was performed using a bovine periocardial patch to repair the artery. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.